Event description:
Patient representative reported left side ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, revision, tissue damage, removal of implants, asymmetry, accumulation of fluid, capsulectomy, pain, anxiety, and panic disorder.¿ patient representative additionally reported ¿headache,¿ ¿scarring¿, ¿disfigurement¿, and ¿aggravation of underlying conditions¿ all not related to the device. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.